Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room (ER) with inappropriate shocks from the implantable cardioverter de fibrillator (ICD) due to detecting ventricular tachycardia (vt)/ ventricular fibrillation (vf) from an atrial tachycardia/atrial fibrillation (af) episode. The device remains in use. It was further reported that the right ventricular (rv) lead has undersense beats noted during detected episodes. The rv lead remains in use. No further patient complications have been reported as a result of this event.